Event description:
The customer initially reported that their device had a service indicator present. After an evaluation of the device, it was observed that the device would no longer detect the therapy cable assembly. There was no patient use associated with the reported failure.

Event description:
The customer initially reported that their device had a service indicator present. After an initial evaluation of the device, it was observed that the device would not monitor ECG through the therapy cable and hard paddles assembly. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to an electrically leaky capacitor, designator c160.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
The initial medwatch report indicates: the customer initially reported that their device had a service indicator present. After an evaluation of the device, it was observed that the device would no longer detect the therapy cable assembly. There was no patient use associated with the reported failure. The initial medwatch report should indicate: the customer initially reported that their device had a service indicator present. After an initial evaluation of the device, it was observed that the device would not monitor ECG through the therapy cable and hard paddles assembly. There was no patient use associated with the reported failure. (B)(4).